Manufacturer narrative:
Root cause cannot be determined from the manufacturing investigation. Review of sample pictures submitted confirms a leak from at least one unit. Batch record did not note any discrepancies or deviations that would attribute to this issue. Risk level is low as defect of inadequate seal integrity (e.g., leaking units) is easily detectable by the end user and has a low severity rating. Complaints will continue to be trended and evaluated for further action, if needed. No CAPA required.

Event description:
When taking the surgical brush for storehouse, it was noticed there were 2 packages open, and they have leaked the liquid.

Manufacturer narrative:
Imdrf annex e code health effect: clinical code: (B)(4) no clinical signs, symptoms or conditions. Imdrf annex f code health effect: impact code: (B)(4) no patient involvement or (B)(4): unsealed device packaging ((B)(4)). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available

Event description:
When taking the surgical brush for storehouse, it was noticed there were 2 packages open, and they have leaked the liquid.